Event description:
It was reported that a physician explanted a lens and would like to get the lens measured to see if it is accurately labeled. The patient experienced refractive surprise and the doctor thinks the diopter measurement may be off by -3 or -4 diopters.

Manufacturer narrative:
The lens was not received for analysis. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Evaluation of the returned lens found it covered with surface residue and had one broken haptic, not inconsistent with a lens that has been handled and explanted. Diopter inspection of this lens found it to meet specifications for optical properties. Results showed the lens to measure 26.5 d and is correct as labeled. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted. (B)(4).